Event description:
A study which compared the clinical efficacy of da vinci robot-assisted lung cancer surgery with two-, three- and four-hole approaches, was summarized in a literature article. The study included 205 consecutive surgeries, by the same operator, from june 2016 to september 2022. All patients were diagnosed with non-small cell lung cancer and underwent robotic-assisted thoracoscopic surgery (rats). In the study there were 112 males, 93 females, with a median age of 58.96 years, and a median bmi of 22.83. The patients were divided into three groups. One group had a two-hole approach with 38 patients, the next group had a three-hole approach with 78 patients and the last group had a four-hole approach with 89 patients. Of the 205 completed surgeries, there were 12 instances of post-operative lung infections. The two-hole group had 2 infections, the three-hole and four-hole groups each had 5 infections. Additionally, post-operative pulmonary atelectasis was experienced in the following: 2 patients in the two-hole group, 3 patients in the three-hole group, and 4 patients in the four-hole group. The article does not mention what medical intervention, if any, was rendered due to the post-operative complications. The study summarized that the two-hole rats had shorter operating times, less intraoperative bleeding volumes, less post-operative 3-day drainage, shorter post-operative hospital stays, and lower pain scores than the three- and four-hole surgeries. The study conclusion was that the two-hole approach has advantages in terms of operative time, rapid postoperative recovery, and some postoperative inflammatory indicators. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: hong, z., ren, m., sheng, y. Et al. Comparison of clinical efficacy of da vinci robot-assisted lung cancer surgery with two-, three- and four-hole approaches. Updates surg 76, 623¿630 (2024). Https://doi.org/10.1007/s13304-023-01664-8.